Event description:
The patient reported being diagnosed with an "eye infection." Multiple attempts have been made to contact the patient to obtain additional information. The patient has not repsponded. No further information is available at this time. Because the type of infection is unknown, this complaint is being reported as worst possible case.